Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported via medical information a left side deflation. Physician reported "ruptured/deflated saline implant". The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles inner and outer the device, opening on radius, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: crease smooth opening on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening.